Event description:
Additional information received identified the ipg was also relocated during the surgery.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced discomfort at the ipg site. Subsequently, the ipg was explanted and replaced with another model which resolved the issue.